Event description:
The customer reported that the paramedics were called out and treated her low blood glucose. It was stated that the customer treated her high blood glucose based on her meter readings. The customer mentioned that the paramedics meter and her old meter reading was 30 to 40 points lower than the ultralink meter. Troubleshooting was declined. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.